Event description:
It was reported that an ilet user experienced hyperglycemia after announcing a meal as larger than usual and consuming high-carbohydrate foods; fingerstick glucose was reported at 362 mg/dl and later read as high, and the user reported intermittent highs over several days and using multiple daily injections for correction while being instructed to disconnect from the pump during mdi and to perform a supply change. Symptoms included thirst and dry heaving. Outcomes included a follow-up call for education and troubleshooting, confirmation of mdi with pump disconnection, and initiation of an infusion set and supply change without need for medical transport or hospitalization. Investigation included user interview, use-pattern review, and troubleshooting education regarding meal announcements, mdi while on pump therapy, and infusion set/supply change. Investigation of this case revealed a probable mismatch between announced meal size and carbohydrate intake and a potential impact of on-and-off pump therapy on automated insulin delivery, with possible infusion or site performance issue addressed by a supply change. It was concluded that user-related factors, including meal announcement relative to intake and off-pump mdi, likely contributed to the hyperglycemia, and the device was advised to be used per instructions with appropriate supply changes and avoidance of concurrent pump delivery during mdi. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.